Manufacturer narrative:
The insulin pump was received with a blank display, the problem was isolated to interface board. Unable to confirm unexpected restart alarm and unable to perform any tests due to blank display. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had called for the second time to report an unexpected restart alarm. The insulin pump was not working at all, the screen was blank, and there was no power. The customer's blood glucose level was 7.2 mmol/l. The device will be replaced and returned for analysis.